Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, per complaint details, the reason for revision was anterior knee pain, instability, and patellar component introduction (to resurface an unresurfaced patella). It was communicated that no clinically relevant documentation would be provided; therefore, a thorough medical investigation could not be performed. Patient impact beyond the reported pain, instability and revision/resurfacing could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Pain is a complication that can be associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to anterior knee pain and instability. Insert was exchanged from a 11mm to a 15mm poly. Patella was resurfaced with 32mm implant.